Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-implant follow-up, inefficient bi-v pacing due to rv and lv lead dislodgement was observed. Twiddler's syndrome was suspected. Leads were explanted and replaced. Patient's condition was stable.